Event description:
Event description guidant received information that the patient with this device has experienced syncope. The clinician contacted technical services to contact a field representative to perform device testing.